Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, the pt showed no neural response telemetry either in-operative or during activation of the cochlear implant system. An x-ray showed the electrode array inserted into the cochlea. Results of an integrity test done in 2008 were consistent with normal receiver/stimulator function with one open circuit electrode. Reportedly, the pt has a cochlea anomaly (type not reported). The pt's device was explanted in early 2009, and a new device was reimplanted during the same surgery.